Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the green button was pressed but the handle was not able to squeezed. The stapler was not able to fire. A new device was used to resolve the issue. There was no patient injury.